Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -9.5/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and later the same date replaced with a longer length lens; due to lens dislocation/subluxation and noted that the lens had rotated 90 degrees. This resolved the problem. The cause of the event was reported as the device.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim #: (B)(4).